Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the actions/interventions taken to resolve the empty pump was an appointment was made with the patient¿s managing physician. The cause of the missed refill was the patient forgot to call to make an appointment for their refill with their managing physician. The empty pump and patient¿s symptoms were resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity and spinal cord injury/spinal cord disease. On (B)(6) 2017 it was reported that the pump was alarming. Telemetry had not yet been performed. The patient had missed a pump refill in (B)(6) 2016 and the hcp believed that the pump was empty. The patient had been taking oral baclofen and now she was bed bound from what they believed was a lack of intrathecal baclofen.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a business partner that after missing a pump refill in (B)(6) 2016 the patient experienced withdrawal. It was indicated that the patient was receiving valium drug therapy and zanaflex (tizanidine hydrochloride) in addition to the oral baclofen drug therapy of 20 mg 3x/day. The patient had allowed her pump to run dry past the low reservoir alarm date of (B)(6) 2016. On (B)(6) 2017, the patient was seen by the hcp and her pump was interrogated, refilled, and reprogramed. On (B)(6) 2017, the patient's treatment was confirmed as lioresal baclofen of 500 mcg/ml at 45.74 mcg/day.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) on (B)(6) 2017. It was reported that the patient's weight was (B)(6) at the time of the event.

Event description:
Additional information received reported that the company representative saw the patient and the pump logs showed the empty reservoir alarm occurred (B)(6) 2017. The drug concentration was 500mcg/ml at 45.74mcg/day.